Event description:
It was reported that the device was used during a thoracotomy. The distal staples did not form, when firing over the surface of the lung. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.